Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the device had intra-aortic balloon (iab) gas loss alarm. With reviewing logs it was found that gas loss in iab circuit 24 times. It was also discovered dried blood all down the upper panel add the lower panel, inside connectors and the handle. There was no patient harm or injury reported.